Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Continued e.1 phone number: (B)(6). Continued e.1 postal code : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
A healthcare professional reported, magnetic resonance imaging of the chest right mammary gland - several implant ruptures in lateral segment. No evidence of migration of the silicone. Intact fibrous capsule.'' The device has been explanted.

Event description:
A healthcare professional reported, magnetic resonance imaging of the chest right mammary gland - several implant ruptures in lateral segment. No evidence of migration of the silicone. Intact fibrous capsule.'' The device has been explanted.

Manufacturer narrative:
It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.